Manufacturer narrative:
(B)(4). To date, the device has not been returned. If the product is returned for evaluation, any further information derived from the evaluation will be submitted in a supplemental 3500a form.

Event description:
It was reported by an attorney that the patient underwent hernia repair surgery on (B)(6) 2020 and mesh was implanted. It was reported that the patient underwent removal surgery on (B)(6) 2020 during which the surgeon noted recurrent hernia bulge and symptoms. Evidence of an obvious recurrent hernia with fascial defect at umbilicus and in the abdomen superior to the umbilicus . The mesh was protruding into the wound and did not appear to have repaired the hernia wall. As he began to dissect the mesh out of the wound, it was noted that his prior laparoscopically placed mesh was attached to this. Adhesions were taken down. It was reported that the patient experienced severe pain, nausea, diarrhea chills, inflammation, loss of appetite and extreme weight loss. No additional information was provided.